Event description:
Reportedly, the subject device doesn't communicate with the programmer and it was explanted. Noise oversensing was observed in the ventricular channel.

Event description:
Reportedly, the subject device doesn't communicate with the programmer and it was explanted. Noise oversensing was observed in the ventricular channel.